Event description:
It was reported that after the intraocular lens (iol) was inserted, the physician noticed a black spot on the lens. The iol had to be cut out and removed. It was replaced with another johnson & johnson lens. Additional information suggests that the unknown black spot covered part of the lens and could potentially impact the patient's vision, but the spot could not be removed. There were no complications for the patient. The patient is doing fine. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.